Event description:
It was reported that the patient, who was a participant in the minimize right ventricular pacing to prevent atrial fibrillation and heart failure ((B)(4)) study, is deceased. The patient died in hospice four years and seven months post implant. The cause of death is unknown. The physician reported no complaint with the product. The adverse event committee of the study classified the relatedness of the adverse event to the procedure or device as "unknown" and the death has been classified as "unknown."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information:no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.